Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "175 mg/dl" with the subject meter compared to another meter. The reporter alleged a "big difference" in the results; however, specific results obtained with the other meter were not provided. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.